Event description:
It was reported during a laparoscopic cholecystectomy the er320 jammed and would not close. The case was completed with another er320. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.